Manufacturer narrative:
The device was evaluated by the manufacturer and the device would not function. The complaint was not duplicated.

Event description:
It was reported that the handpiece was heating up. This was discovered while it was being tested in biomed. There were no adverse consequences related to this event.